Event description:
Customer reported that a (B)(6) patient with no prior history, but later determined to be group b rh positive, was first tested by manual gel method with an abd/reverse gel card and a 1+ reaction was observed in the d microwell. Due to the weak result, customer proceeded to test the same patient sample by tube method with a competitor reagent and the result was negative at immediate spin and then 2+ at iat phase. Customer retested the same patient sample with a different lot of abd/reverse gel cards and a negative result was observed. The customer then proceeded to test the same patient sample using a third lot of gel cards and the reaction for the d microwell was reported to be 2+. Customer visually inspected the cards prior to use and observed they were acceptable. All testing was done at immediate spin, with no incubation. All qc has passed without issues. During troubleshooting of the issue, it was determined that the customer did not follow the IFU for preparing the red cell concentrations. However, the customer repeated the testing following the IFU and still no reactivity was observed. Customer then performed additional testing with a replacement lot of product. A 1+ reaction was observed.

Manufacturer narrative:
Retained testing, batch record review, and a complaint by lot review was performed. All results were satisfactory. (B)(4).